Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient had an infection. The patient had an infection during trial and it resolved prior to implant of permanant implant in (B)(6) 2015. She was treated and it resolved in a few days. It was an unknown strain and oral antibiotics was given. There was no specifics location given. The patient was diagnosed with gastrointestinal/ pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
After further clarification, it was clarified that the patient had an infection during the trial. C.diff (clostridium difficile) was after trial ended. The patient did not relay any information or specifically state that the infection they had was directly or indirectly related to c.diff infection. Patient service called the patient back to clarify c.diff timeline. C.diff and other infection which she did not know what type or why that infection occurred were before permanent implant.